Event description:
Covidien received information that this n65 pulse oximeter is missing display segments in the first digit of the saturation of peripheral oxygen (spo2) reading. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Confirmed the unit was missing segments. This was isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the device passed testing. (B)(4).